Event description:
The customer reported the device alarmed with a high internal oxygen message. Ventilation continued but the device was replaced. No patient harm reported. Patient information not available.